Event description:
The customer reported that the device did not mark r-waves during a cardioversion procedure.

Manufacturer narrative:
(B)(4). The customer reported that the device did not mark r-waves during a cardioversion procedure. There was no report of negative patient impact. A philips field service engineer evaluated the device and could not reproduce the symptom. The device passed all standard testing and was returned to service. We cannot determine the cause because the symptom could not be reproduced.